Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure removal /there was a small piece of retained essure coil noted in the left cornu on that exam / a few flecks of the essure coils were noted after the removal of the coil and those were fished out using the grasper.") In an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, ovarian cyst, back pain, migraine, rhinitis, deviated nasal septum, vaginal bleeding, cellulitis, lower abdominal tenderness, cervicitis, paratubal cyst, early menopause, ear pain, sinus pain, right lower quadrant pain, abdominal pain, discomfort, neck pain, nausea, endometriosis, fibroids, pelvic pain, abnormal uterine bleeding, nickel allergy, parity 2 and gravida ii. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criteria medically important and intervention required) and device expulsion ("one essure coil was noticed into the uterine cavity / one essure coil was noticedlaying in the mid portion of the uterus"). The patient was treated with surgery (abdominal hysterectomy laparoscopic (primary) salpingectomy laparoscopic, bilateral and hysteroscopic removal of essure coil from the left cornu.). The reporter considered device breakage, device expulsion and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per (B)(6) on (B)(6) 2013, as per b)(6) on (B)(6) 2007 discrepancy noted: removal date as per (B)(6) on (B)(6) 2020, as per (B)(6) : on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2007: specimen(s) received: a: portion right fallopian tube b: portion left fallopian tube diagnosis: bilateral portions of fallopian tube (a and b): complete cross section of fallopian tubes clinical history: retained/expelled essure; on (B)(6) 2013: final diagnosis: essure coil, removal essure coil (gross diagnosis only) gross description: essure coil is a 10.8 x 0.2 cm portion of silver metallic coiled wire consistent with an essure coil. Patient history: chief complaint/ pre-op/post-op diagnosis: pelvic pain procedure: operative hysteroscopy, diagnostic laparoscopy, removal of essure coil, laparoscopy gyne operative.; on (B)(6) 2020: gross description: portion of right tube". It consists of a 4.5 x 0.7 cm purple-pink, fimbriated right fallopian tube. The external surface displays a 1.0 cm smooth lined paratubal cyst containing translucent, watery fluid. Sectioning reveals unremarkable cut surfaces with a pinpoint lumen [pregnancy test] on (B)(6) 2007: negative [ultrasound pelvis] on (B)(6) 2012: report comments: there is an essure coil still present within the left cornu. The patient states she is allergic to nickel and had the essure coil removed from the right, but they were unable to remove the left one. Impression: 1. Corpus luteum, right ovary 2. Essure coil, left cornu; on (B)(6) 2013: uterus: an anteverted uterus is visualized measuring 92 x 45 x 48mm. The endometrial lining measures 9.7mm. The left essure is visualized. The right essure has been removed. Report comments: color doppler interrogation of both ovaries reveals normal resistive indices. Although doppler flow is visualized within both ovaries, partial torsion cannot be ruled out. A follow-up study in three months is recommended to reassess the right ovary. Impression right ovarian debris-filled cyst quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure removal /there was a small piece of retained essure coil noted in the left cornu on that exam / a few flecks of the essure coils were noted after the removal of the coil and those were fished out using the grasper.") In an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, ovarian cyst, back pain, migraine, rhinitis, deviated nasal septum, vaginal bleeding, cellulitis, lower abdominal tenderness, cervicitis, paratubal cyst, early menopause, ear pain, sinus pain, right lower quadrant pain, abdominal pain, discomfort, neck pain, nausea, endometriosis, fibroids, pelvic pain, abnormal uterine bleeding, nickel allergy, parity 2 and gravida ii. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criteria medically important and intervention required) and device expulsion ("one essure coil was noticed into the uterine cavity / one essure coil was noticedlaying in the mid portion of the uterus"). The patient was treated with surgery (abdominal hysterectomy laparoscopic (primary) salpingectomy laparoscopic, bilateral and hysteroscopic removal of essure coil from the left cornu.). The reporter considered device breakage and device expulsion to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2007 discrepancy noted: removal date as per argus (B)(6) 2020 as per mr: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2007: specimen(s) received: a: portion right fallopian tube b: portion left fallopian tube diagnosis: bilateral portions of fallopian tube (a and b): complete cross section of fallopian tubes clinical history: retained/expelled essure; on (B)(6) 2013: final diagnosis: essure coil, removal essure coil (gross diagnosis only) gross description: essure coil is a 10.8 x 0.2 cm portion of silver metallic coiled wire consistent with an essure coil. Patient history: chief complaint/ pre-op/post-op diagnosis: pelvic pain procedure: operative hysteroscopy, diagnostic laparoscopy, removal of essure coil, laparoscopy gyne operative.; on (B)(6) 2020: gross description: portion of right tube". It consists of a 4.5 x 0.7 cm purple-pink, fimbriated right fallopian tube. The external surface displays a 1.0 cm smooth lined paratubal cyst containing translucent, watery fluid. Sectioning reveals unremarkable cut surfaces with a pinpoint lumen [pregnancy test] on (B)(6) 2007: negative [ultrasound pelvis] on (B)(6) 2012: report comments: there is an essure coil still present within the left cornu. The patient states she is allergic to nickel and had the essure coil removed from the right, but they were unable to remove the left one. Impression: 1. Corpus luteum, right ovary 2. Essure coil, left cornu; on (B)(6) 2013: uterus: an anteverted uterus is visualized measuring 92 x 45 x 48mm. The endometrial lining measures 9.7mm. The left essure is visualized. The right essure has been removed. Report comments: color doppler interrogation of both ovaries reveals normal resistive indices. Although doppler flow is visualized within both ovaries, partial torsion cannot be ruled out. A follow-up study in three months is recommended to reassess the right ovary. Impression right ovarian debris-filled cyst concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records... Device breakage, partial expulsion of essure micro-insert. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : reporters information patient medical history and surgical pathology reports and lab data were added. Product insertion date removal date and rcc updated, event "medical device removal updated to device breakage" new event "partial expulsion of essure micro-insert" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure removal /there was a small piece of retained essure coil noted in the left cornu on that exam / a few flecks of the essure coils were noted after the removal of the coil and those were fished out using the grasper.") In an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, ovarian cyst, back pain, migraine, rhinitis, deviated nasal septum, vaginal bleeding, cellulitis, lower abdominal tenderness, cervicitis, paratubal cyst, early menopause, ear pain, sinus pain, right lower quadrant pain, abdominal pain, discomfort, neck pain, nausea, endometriosis, fibroids, pelvic pain, abnormal uterine bleeding, nickel allergy, parity 2 and gravida ii. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criteria medically important and intervention required) and device expulsion ("one essure coil was noticed into the uterine cavity / one essure coil was noticedlaying in the mid portion of the uterus"). The patient was treated with surgery (abdominal hysterectomy laparoscopic (primary) salpingectomy laparoscopic, bilateral and hysteroscopic removal of essure coil from the left cornu.). The reporter considered device breakage, device expulsion and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2007 discrepancy noted: removal date as per argus (B)(6) 2020 as per mr: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2007: specimen(s) received: a: portion right fallopian tube b: portion left fallopian tube diagnosis: bilateral portions of fallopian tube (a and b): complete cross section of fallopian tubes clinical history: retained/expelled essure; on (B)(6) 2013: final diagnosis: essure coil, removal essure coil (gross diagnosis only) gross description: essure coil is a 10.8 x 0.2 cm portion of silver metallic coiled wire consistent with an essure coil. Patient history: chief complaint/ pre-op/post-op diagnosis: pelvic pain procedure: operative hysteroscopy, diagnostic laparoscopy, removal of essure coil, laparoscopy gyne operative.; on (B)(6) 2020: gross description: portion of right tube". It consists of a 4.5 x 0.7 cm purple-pink, fimbriated right fallopian tube. The external surface displays a 1.0 cm smooth lined paratubal cyst containing translucent, watery fluid. Sectioning reveals unremarkable cut surfaces with a pinpoint lumen [pregnancy test] on (B)(6) 2007: negative [ultrasound pelvis] on (B)(6) 2012: report comments: there is an essure coil still present within the left cornu. The patient states she is allergic to nickel and had the essure coil removed from the right, but they were unable to remove the left one. Impression: 1. Corpus luteum, right ovary 2. Essure coil, left cornu; on (B)(6) 2013: uterus: an anteverted uterus is visualized measuring 92 x 45 x 48mm. The endometrial lining measures 9.7mm. The left essure is visualized. The right essure has been removed. Report comments: color doppler interrogation of both ovaries reveals normal resistive indices. Although doppler flow is visualized within both ovaries, partial torsion cannot be ruled out. A follow-up study in three months is recommended to reassess the right ovary. Impression right ovarian debris-filled cyst quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.